Event description:
(B)(4). It was reported by the consumer that the tdxsp-cg custom power wheelchair allegedly would get stuck upon tilting backwards. However, if the wires were wiggled, it would function. Additionally, it was reported that the neck rest has fallen and now it would not stay on. There was no patient injury reported.